Event description:
It was reported that during a laparoscopic sigma procedure, the staples were not advancing and knife was not working. No further info is available. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Firing rod. Eval summary: the analysis results found that the atw45 device was returned with the wedges and the knife advance and with no reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing rack was noted to be disengaged due to an insufficient crimp. A batch record review was performed and no anomalies were found during the mfg process.